Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The bench service engineer (bse) replaced the user interface (ui) assembly to resolve the navigation ring issue. The bse completed a performance verification test to confirm that the device ad returned to full functionality and could be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.